Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) on a galileo instrument. The blood sample testing took place on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the reaction strengths on the galileo instrument at the customer site on (B)(4) 2014, which showed that the reaction strength was in the negative range. This facility does not save test well images. The customer did not return any site product or donor blood samples to the immucor laboratory for investigation. The initial testing at the customer site with capture-r ready-screen (pooled cells) on the galileo instrument was unexpectedly negative.